Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology (restricted posterior medial leaflet, anterior medial leaflet impressed pseudo-prolapsing and thickened at the tip of the leaflet). The recurrent mr and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 2. On (B)(6) 2023, echocardiography was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. It was noted the tissue damage occurred on the posterior leaflet. No additional information was provided.